Manufacturer narrative:
This supplemental report is being submitted to provide correction and additional information for the legal manufacturer's final investigation. Corrected fields: h6: (investigation finding code 102 must be removed). A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "no image" would likely be a damage and corrosion on connector socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. The device was evaluated by olympus. The evaluation found that the no-image issue was due to a damaged connector socket. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found an e315 incompatible scope communication error and a scope connection problem. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis x1 video system center experienced connection problems with scopes. The device was returned for evaluation. During the device evaluation, no image was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.